Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of svc. There was no known injury or trauma that may have damaged the ncp system, but it was reported that the pt had a seizure that lasted for 14 mins prior to the high impedance reading. Additionally, it was reported that the pt could no longer feel stimulation and that they have experienced an increase in seizure activity. Review of x-rays revealed that the negative lead connector pin did not appear to be fully inserted into the generator header. Ncp system replacement surgery is planned. Treating neurologist reportedly believes that fibrosis may be the cause of the high lead impedance test result due to the length of time that the lead has been in place.